Manufacturer narrative:
The freedom onboard battery was further evaluated at syncardia. Investigation testing determined the onboard battery was permanently disabled by its internal safety monitor. The root cause for the battery's disabled output cannot be conclusively determined; however, analysis of the system management (smbus) recorded data indicated that the battery was likely subjected to an impact shock causing the observed housing weld separation and impact dents and the internal cell connections to intermittently open, causing its internal safety circuitry to instantly and permanently disable the battery's input/output functions. Freedom driver system guidebook for patients and caregivers section 7.2 battery alarm caution box: when there is a battery alarm, it is extremely important to connect to external power from a wall power outlet or a 12v vehicle power outlet to charge the onboard batteries or replace the depleted onboard batteries, one at a time, with fully charged onboard batteries. The onboard batteries will eventually lose power and the freedom driver will not function if its not connected to external power. The customer reported that the patient did not connect the freedom driver to wall power before changing the onboard batteries. The driver could not operate when the disabled onboard battery was the only source of power. This issue will continue to monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low battery alarm while supporting a patient. The customer also reported that the patient did not plug into wall power before beginning the onboard battery exchange. The customer also reported that the patient removed the first low-charged onboard battery and replaced it with a fully-charged onboard battery and confirmed it was secure by pulling on the back of the battery. The customer also reported that the patient removed the second low-charged onboard battery. The driver stopped for approximately two seconds and the patient immediately reinserted the low-charged onboard battery and the driver restarted and exhibited a fault alarm. The patient did not lose consciousness. The customer also reported that the patient then switched to the backup driver without any adverse impact.

Manufacturer narrative:
The freedom driver and freedom onboard battery in the driver at the time of the reported event were returned to syncardia for evaluation. The freedom driver in as received condition passed all test requirements with no anomalies or alarms. The driver performed as intended with no evidence of a device malfunction. The freedom onboard battery was received with no charge in the fuel cells. The onboard battery will be further evaluated and the results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low battery alarm while supporting a patient. The customer also reported that the patient did not plug into wall power before beginning the onboard battery exchange. The customer also reported that the patient removed the first low-charged onboard battery and replaced it with a fully-charged onboard battery and confirmed it was secure by pulling on the back of the battery. The customer also reported that the patient removed the second low-charged onboard battery. The driver stopped for approximately two seconds and the patient immediately reinserted the low-charged onboard battery and the driver restarted and exhibited a fault alarm. The patient did not lose consciousness. The customer also reported that the patient then switched to the backup driver without any adverse impact.